Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customers blood glucose level was 231 mg/dl. Ultimately, the pump was able to be charged successfully. The customer continued to use the pump for insulin therapy.